Manufacturer narrative:
The pad-pak was first installed successfully in (B)(6) 2009 and performed to specification up to the (B)(6) 2013. On (B)(6) 2013 the device failed the weekly auto self-test due to a low battery. On the (B)(6) 2013 a new pad-pak was installed. On the (B)(6) 2015 the device failed another weekly auto self-test due to a low battery. The device remained in fault mode until (B)(6) 2015 when a new pad-pak was installed. The final history log entry on the (B)(6) 2015 recorded a voltage drop which suggests that the depleted pad-pak may have been reinstalled. Investigation was unable to replicate the reported fault. The device performed to specification during testing at heartsine. Membrane failures can result in an excess current drain which may have caused the low battery fails. However the fault could not be replicated during testing at heartsine. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.